Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms starting on 3/8/2026, including confirmed cartridge alarm 30, and that alarms occurred with consecutive cartridges but not during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and pump replacement was arranged by tandem technical support.